Event description:
Reportable based on device analysis completed on 10aug2024. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. The 2.00mm x 15mm nc emerge balloon was advanced for dilation but was unable to cross the target lesion due to the calcification. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was stable. However, device analysis revealed the balloon was torn.

Manufacturer narrative:
The device was returned for analysis. Visual, tactile and microscopic inspection revealed a complete balloon circumferential tear 1.7cm distal from the distal edge of the proximal markerband. The distal section of the tear, including the distal tip section of the device was not returned for analysis. Multiple kinks were identified along the hypotube shaft and a break in the shaft was noted 1.7 cm distal from the distal edge of the proximal markerband. Microscopic inspection revealed no damage on the proximal markerband.